Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-13520, manufacturer report number: 2017865-2020-13521. It was reported that over two hundred noise version episodes were present on the atrial and ventricular channel. Also, normal pacing thresholds and impedance were noted. Noise was reproducible with isometrics. The patient presented for procedure. During procedure, the right atrial lead and low voltage right ventricular lead were explanted. The high voltage right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.